Event description:
It was reported that the cast cutter continued to run on its own while the equipment was being tested. There was no patient involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The cast cutter has not yet been received at the MFR for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted if the results of the quality investigation require one.